Event description:
During advancement into a right coronary artery the stent became lodged in the ostium. During withdrawal of the stent delivery sys the stent came off of the balloon and required retrieval with a snare. After the procedure a hematoma was observed at the introducer site. Pressure was applied and no other pt complications were reported.